Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to extension/retraction complications and lead fracture and a new rv lead of the same model was placed. This lead will be returned. No adverse patient effects were reported.